Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements that were high and out of range. Technical services (ts) was consulted and noted a gradual rise in the impedance measurements over time. The caller inquired about lead replacement; however, ts was unable to provide a replacement recommendation, as the criteria required to support such a recommendation had not been met. This rv lead remains in service. No adverse patient effects were reported.